Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultra2 meter was reading inaccurately high compared to her feelings and/or normal readings. This complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call to the patient. The patient reported that on two separate occasions the subject meter read inaccurately high compared to her feelings. The patient claimed the most recent incident occurred on the late morning of (B)(6) 2012. The patient claimed at approximately 11am she felt hot, sweaty and weak. In response to the symptoms she tested her blood glucose and obtained a reading of "4.3 mmol/l (77 mg/dl)". The patient felt the result was inaccurate because she generally feels symptomatic when her blood glucose is "below 4.3 mmol/l". The patient reported eating a chocolate bar in response to the symptoms and confirmed she felt better within 15-20 minutes. Prior to onset of symptoms the patient had tested 2 times that morning. The patient reported that between 6 and 6:30am she tested and obtained a reading "over 7.0 mmol/l" (did not recall specific result). The patient claimed she took an increased dose of novolin nph insulin (2 additional units based on scale). At 8am, the patient retested and obtained a result of "8.8 mmol/l" and then ate her breakfast. The patient denied taking any insulin at the time she obtained the "8.8 mmol/l" result. The patient informed the csr that she had been feeling "somewhat weak" when she had tested earlier that morning. The patient reported that she also obtained an alleged inaccurate high reading on (B)(6) 2012 at 10am. The patient claimed she developed same symptoms as reported previously (hot, sweaty and weak) and when she tested her blood glucose in response to the symptoms she obtained a reading of "4.3 mmol/l (77 mg/dl)" which she felt was high compared to her feelings. The patient ate chocolate in response to symptoms and confirmed feeling better. Prior to onset of symptom, the patient reported that she had tested at 4:30am that morning and obtained a reading of "4.2 mmol/l". The patient denied administering any insulin at the time and stated she went back to sleep for a couple of hours. Between 6 and 6:30am she took her usual dose of insulin. It is not known if the patient tested her blood glucose with the subject meter prior to administering the insulin. During the follow-up call, the patient informed the csr that she did not make any changes to her diet, activity level or start on any new medications prior to onset of symptoms on the two separate occasions. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after obtaining inaccurate high results with the subject meter.

Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved in this complaint have been returned to lfs and evaluated by product analysis with the following findings: the meter and test strips have passed all testing with no faults found, the complaint was not confirmed. The retain test strips were tested on (B)(4) 2012 and they passed testing with no faults found. A DHR (device history record) was completed for this product on (B)(4) 2012 and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.